Event description:
In 2008, a male patient (af) was implanted with a gore propaten vascular graft. A below-knee bypass procedure was performed in the right leg, from the superficial femoral to popliteal artery. Within one month of implant, a graft infection was noted, leading to an explant and a revision with an inverted great saphenous vein. No further information is available.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.